Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door continued to fail. The user had rebooted the station; however, the issue persisted. The field service engineer (fse) replaced all latches with the updated style latches. Open and close testing was performed, and the pharmacy team successfully recovered the door, confirming proper operation. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door continued to fail. The user had rebooted the station; however, the issue persisted. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and user can be able to get medication from another station. However, there were no adverse events or injuries reported based on this event.